Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, stress urinary incontinence, dyspareunia, hematuria and the sling not functioning properly. A mesh revision was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.